Manufacturer narrative:
(B)(4). Correction: this device was reported as an fr2 on the initial but further investigation showed the device is actually a forerunner as noted in the product information section.

Event description:
There is no direct allegation of malfunction at this point from the customer regarding the device performance during a patient use event. The customer has not provided any further information. Report is being filed based on outcome as the patient did not survive.